Event description:
It was reported that air was detected, device leak observed. During a pulmonary vein isolation procedure, a faradrive steerable sheath was prepared and placed in the patient anatomy. During aspiration and flushing of the sheath, air bubbles were observed along with a leaky valve, indicating a device leak. Faradrive sheath was replaced with a new faradrive sheath to continue procedure without further issue. No patient complications were reported.